Event description:
It was reported that this right ventricular (rv) lead exhibited out of range pacing impedance measurements and noise on bipolar configuration suspected to be caused by a conductor fracture. The physician opted to surgically abandon and replace this lead. No additional adverse patient effects were reported.